Event description:
During a total abdominal hysterectomy procedure, the staples did not lock. The surgeon applied suture to complete without pt injury.

Manufacturer narrative:
8/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.